Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2006. The pt reported having been prescribed eye drops for at least three consecutive months/or had to have surgery because physician stated pt had high pressure or glaucoma inside the eye. The icl remains implanted.

Manufacturer narrative:
(B)(4), eval codes: method - lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn) - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).